Manufacturer narrative:
Investigation summary: no product return. Asae/hematoma: hematoma formed at cut down site. Patient was heavily anticoagulated prior to hematoma forming (ptt130), anticoagulation was turned down and hematoma has resolved. The cause of the access site adverse event was user related as the bleeding resolved by reducing anticoagulation.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. It was reported that there was a hematoma formed at cut down site after patient was active in getting out of bed and taking a lap around the unit. This 5.5 has a tunnel for the axillary graft roughly 2 cm below and laterally from the site. No blood products were given. Important to note that patient was heavily anticoagulated prior to hematoma forming (ptt130). Since hematoma formed, anticoagulation was turned down and hematoma has disappeared. No drain was placed and site looks bloodless. No blood products given. Also important to note that 3 point fixation was not observed when inquiry was discovered. Unsure if patient had 3 point fixation at the time of incident. The patient was noted to be in stable condition.